Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. There is no indication that the device malfunction contributed to the patient's passing.

Event description:
The electrode belt was returned for investigation into a non-reportable patient death and failed incoming functional testing.